Event description:
Customer alleged that a second surgery was required to remove fibers from the patients eye.

Manufacturer narrative:
The UDI number and the investigation sections were both updated.